Event description:
L hook insulation was damaged (prior to surgery) and caused spark that burned pt on skin. Damage was noticed after skin was burned, no noticeable prior to surgery. Devices will be returned only if mfrs provide prepaid shipping, packaging as per dot, operating room pick the item up. The details in the report is the extent to which we identify medications involved operating room pt contact.